Manufacturer narrative:
The universal surgical manipulator (usm) was returned due to error 40067, this error was confirmed but not replicated. The unit was tested on an in-house system and triggered no errors. The unit was also tested on the patient side cart fixture test platform (pftp) and failed all three fiber tests due to low reading. Upon further investigation, there was no fluid intrusion or physical damage. The error log also shows errors 40067,1126, 31226, 31199, 32097 & 307. The event was confirmed based on error log review, but the issue was not able to be replicated based on the failure analysis. The potential root cause of the reported complaint can be attributed to a fault within the clock spring, parallelogram & rolling loop in the affected usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was running into the same issue they had the day before. They were getting an 40067 error on arm 2. The customer would either do a power cycle or do an emergency power off to the patient side card, but the error would return in a few minutes. No troubleshooting was performed. The procedure was converted to laparoscopic surgery with no reported injury.